Manufacturer narrative:
The reported event of difficult to insert stylet was confirmed. As received, a complete lead was returned in one piece with a stylet inserted inside the lead. Visual inspection found the helix was retracted and clogged with blood. X-ray examination of the lead found no anomalies. The stylet removal/ insertion test was performed, and the stylet was not able to advance beyond the middle region of the lead. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event was due to the inner coil being clogged with blood.

Event description:
It was reported that during an implant procedure, the lead material was too rigid or stiff causing difficulty of smooth insertion of a guidewire. After trying various methods, the lead still could not be inserted into the appropriate position. Therefore, the physician elected to not used the lead and a new lead was implanted. The patient was stable throughout the procedure.